Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed noise on the right atrial lead. The patient was brought to the hospital for further evaluation. The noise could not be reproduced with isometrics or pocket manipulation. The lead was explanted and replaced on (B)(6) 2015. The patient's condition was stable post procedure.

Manufacturer narrative:
Final analysis found that a complete lead was returned in three pieces. An insulation abrasion exposing the outer coil was noted at 7.9 cm to 8.1 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device.